Manufacturer narrative:
H.6. Investigation: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needle would not draw up insulin during use. The following information was provided by the initial reporter: material no.: 305110; batch no.: 8361850. It was reported that needle would not withdraw the insulin from the vile. 1. Description of issue: customer reported when she injected needle into insulin vile she was unable to withdraw the insulin from the vile into the syringe 2. Number of occurrences: 1. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. 6. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. Customer used different needle and syringe and was able to withdraw the insulin from the vile and load a cartridge. Sent replacement 2 pack of cartridge/needle & syringe. No further follow up is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle would not draw up insulin during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 8361850 it was reported that needle would not withdraw the insulin from the vile. Description of issue: customer reported when she injected needle into insulin vile she was unable to withdraw the insulin from the vile into the syringe. Number of occurrences: did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. Customer used different needle and syringe and was able to withdraw the insulin from the vile and load a cartridge. Sent replacement 2 pack of cartridge/needle & syringe. No further follow up is required.